Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the display lens was cracked around the perimeter. The display screen itself was dim and discolored. The battery compartment was cracked on the threads and below the bumper pad. The pump¿s vibration feature was inoperable due to a misaligned motor. The keypad was torn above the up button and all of the keypad buttons were under responsive. Contamination was found on all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that display lens was cracked while the display screen was dim and discolored, the battery compartment was cracked, the vibration motor was misaligned, and the keypad button contacts had contamination present. This report is made based on results of investigation completed on 08/27/2015.